Event description:
It was reported that during a laparoscopic lobectomy, the device was used for vats operation. When the device was used at the interlober and bronchus, the device would not release after the sixth firing. First, the tissue on the right side of the jaw was cut with a harmonic device. Secondly, the jaw was forcibly opened with right angle forceps and the clamped tissue of the patient's side was pulled out from the jaw slowly. As the staples were formed properly, the case was completed. The device was not fired across or near an existing staple line or clip. Except 6th firing, there were no anomalies in opening/closing the jaw. Reinforcement product was not used. There were no adverse consequences to the patient. The lateral face of the cartridge was scratched when the forceps were used to open the jaw. The doctor commented that there were no difficulties in firing.

Manufacturer narrative:
(B)(4): cartridge one sc60 device was returned with no visual non-conformances and with a cartridge loaded on the device. Upon further inspection, it was noted that the cartridge was damaged on the cartridge deck. This damage is consistent with the device being clamped over a hard object. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Metal objects should be avoided as they can cause mechanical failures. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition it was noted that the device firing mechanism was damage, as the firing trigger did not returned to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to it's home position. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.